Event description:
Customer called stating that meter was missing segments in the display. An eval of the system was conducted over the phone which confirmed that the meter's display was missing segments. Customer asked to return meter for further eval and a replacement was provided.